Manufacturer narrative:
Catheter model # 8709 lot # j11953r07 implanted on: unknown explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a catheter replacement and there was black sludge on the catheter.